Event description:
Additional information was received from a consumer and a manufacturer representative. It was reported that the patient¿s urinary symptoms were now significantly worse since the lead switch. The patient was advised it was ok to switch over to the original lead the patient was on and offered to assist the patient. It was reported the patient knew how to switch over and would do this on their own. The patient was able to feel stimulation and it was unknown what troubleshooting was performed by the physician. It was reported the lead was moved due to the patient changing their dressing. It was noted the patient would not be moving forward to implant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3057, lot # unknown, product type screening device.

Event description:
Information was received from a trial patient with a neurostimulator for a basic evaluation. The patient reported that they switched from the left side to the right side and felt like they had to go higher on the right side so they changed back to the left side after a few minutes. The patient thought the lead moved. Additional information was received from a trial patient on (B)(6) 2017. The patient thought they may have pulled some of the lead out when they were changing the dressing yesterday because they were feeling stimulation in their buttocks which was a different pulsation from what they were feeling before. The patient was scheduled to have their lead switched tomorrow and their lead removal was scheduled for (B)(6) 2017. Additional information was received from a trial patient on (B)(6) 2017. The patient stated that the issue with the lead moving may have impacted their results the last 24 hours. The patient switched to the right lead today at 2.7 volts and felt stimulation in their buttocks. It was unknown if the issue was resolved at the time of the report, but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.